Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, the guide wire was passed through tight anatomy to the iliac and the proglide was inserted on the guide wire. When the guide wire exit port reached skin level, the guide wire was extracted. The proglide was advanced without the support of the guide wire. The soft tip (part after the hemostasis valve) reached the tight part of the artery, it turned and kinked. The guide wire could not be passed through the sheath. The proglide was pulled out slowly until the distal part of the sheath reached the puncture site. The kinked part started to straighten and it became possible to insert the guide wire back into the artery. A second proglide device was placed on the guide wire and used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that a femoral angiogram was not performed. The proglide instructions for use states, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.